Event description:
It was reported that this implantable pacemaker device has reached elective replacement time (ert) per programmer with magnet rate of 90. Boston scientific technical service (ts) discussed that device may have recovered but will likely get to ert again. Additionally, patient is device dependent and has been feeling tired lately. To date, this device remains in service. No adverse patient effects were reported.